Event description:
Reporter alleged obtaining a discrepant blood glucose value of 262 mg/dl back to back with a result of 61 mg/dl when testing was performed within 10 minutes on the advantage sys. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing and he self-treated with candy. Reporter stated that at a different time, another comparative test of 390 mg/dl was performed back to back with results of 138 mg/dl and 172 mg/dl within 10 minutes on the same sys. Reporter stated that he took 30 units of humalog based on the 138 mg/dl result and his lunch. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.